Event description:
It was reported that the patient¿s dexcom g7 sensor failed while using the ilet, resulting in the system running in bg run and a period when the device stopped dosing; the patient delayed entering a bg and transitioned to subcutaneous insulin injections while awaiting sensor replacement, which led to hyperglycemia with reported values in the 400s before trending down after corrective actions. Symptoms included hyperglycemia and tachycardia, with the patient also reporting shortness of breath. Outcomes included a delay to therapy and the need for unexpected medication intervention, without hospitalization. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.